Event description:
Inlay luxated medial dorsal from cup, resulting ceramic head had direct contact to pinnacle cup and producing loud "squizing" during walking. During revision, the inlay was replaced and new ceramic revision head was implanted.

Manufacturer narrative:
The investigation has been reopened due to receiving the product for evaluation. Depuy will notify the FDA when the investigation is complete. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the provided product and lot code combinations since their release to distribution. The search was not possible against the corail stem as the necessary lot code was not provided. Review of provided patient x-rays confirms the reported disassociation. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Updated 8 may 2015 received products conclusion and justification status: the returned products have been reviewed in detail in (B)(4). The complaint description states: ¿inlay luxated medial dorsal from cup, resulting ceramic head had direct contact to pinnacle cup and producing loud squizing during walking¿. This means that the liner disassociated from the cup. This was confirmed by the x-ray review conducted previously. It is very likely that the damage observed on the head and liner described in detail within (B)(4)was subsequent to disassociation of the liner. With the information available, it is not possible to determine what caused the liner to disassociate. Based on the information received and the investigation performed, the root cause of the need for revision was undetermined. The customer did not report a device defect. It is not possible to determine if there was a manufacturing fault. No corrective action is required. Post market surveillance is per (B)(4). The complaint shall be closed with an undeterminable cause. Should further information become available then the complaint may be investigated further.